Event description:
The patient experienced an overdose. The symptoms reported were tired, headache, sweating and bad feeling. A volume discrepancy occurred. The expected volume was 15.9 ml; the actual volume was 9 ml. At the last refill before, the expected volume was 4.6 ml; the actual volume was 0 ml. Patient status was noted as "alive - no injury/no adverse event". It was indicated the "pump has to be changed, volumes were out of tolerance". The pump was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).